Event description:
A medtronic representative reported that during a cranial resection procedure the navigation system unexpectedly shutdown after entering the 'navigate' stage of the software. The navigation system was reportedly plugged in at the time of the shutdown. The site was able to bring in another navigation system and continue the case with a less than 10 minute delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, tested the navigation system and reported the system had been left plugged in for 1.5 days and when the system was unplugged, it shut off in less than 2 minutes. Replacement battery shipped to site on (B)(4) 2015 for issue resolution. On (B)(6) 2015, the medtronic representative replaced the battery and performed a navigation system check-out, all areas passed. Issue resolved with battery replacement. Medtronic investigation of returned suspect device finds that the battery was received with the cells at 25.7 v dc. With this voltage the battery was unable to provide backup power under a load. After 4 plus hours of charge time the battery cells were measured at 27 v dc. The battery was able to provide backup power under a load for 57 seconds. The reported event was confirmed to be caused by an electrical failure mode. A software investigation was completed and determined the issue was not related to a software issue. The backup battery needed to be replaced as it would power the system for only 2 minutes after disconnection for a power outlet. Software is functioning as designed.